Manufacturer narrative:
The clinical stated that the patient had a small arch. However, it was discovered the pump was placed too deep into ventricle. Pulled back and pulled across valve and kinked. Unable to move back into ventricle during positioning after placement in cath lab. The root cause of the product damage (cannula kink) is most likely due to use as the pump was placed too deep and it was pulled back and kinked on itself. The root cause of the positioning issue is most likely due to use as it was stated the pump was placed too deep.

Event description:
It was reported that the patient was placed on bipella support after experiencing ventricular tachycardia. It was noted that the impella cp was placed too deep into the ventricle. It was pulled back across the valve and kinked. Therefore, the pump was removed and the case was aborted.

Manufacturer narrative:
A5, ethnicity, is unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.